Event description:
Additional information from 3/06/2026: upon receipt, the catheter did not appear to be blocked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the exact cause is unknown. An initial visual observation of the photograph showed a small piece of foam within a container. The foam piece appeared to be slightly compressed, and use residues were observed on and throughout the foam piece. No catheter was observed in the returned photograph. The origin and composition of the foreign material could not be determined from the returned photograph. It is unknown when the foreign material was introduced into the catheter, as was reported, and it is unknown if and how the catheter functionally was affected by the foreign material. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material present in the device was confirmed but the root cause could not be determined. The product returned for evaluation was one piece of foreign material (fm). A gross visual inspection of the returned fm found that the fm had a cylindrical shape and a tan color. Further inspection under a microscope found that the fm had a cellular microstructure resembling polyurethane foam. The fm was manipulated with tweezers and found to be elastic; when compressed, the fm would slowly return to its original shape. The features observed suggested that the fm was some type of polyurethane foam plug. The bill of materials for the reported product number were reviewed and no items were identified which contained foam that resembled the returned fm. The investigation was unable to identify any features which could aid in determining the origin of the fm or when and where it was introduced to the catheter. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2025, the registered nurse (rn) noticed that the PICC line was obstructed. The rn implemented an actilyse protocol on medical advice to unblock the medical device. During this procedure, the rn extracted a foreign body measuring approximately 1 cm, consisting of a foam cylinder. After this procedure, the PICC line is unblocked and deemed functional by the medical team.